Event description:
Spontaneous communication, patient reported she has been having issues with some needles, they don't screw on easily and she has to force it to be on. Today the needle broke off inside the medication pen. Unknown if patient missed dose or experienced an adverse event. Unknown if device is on hand for return. No further information. Needle lot number is unknown. Indication: age-related osteoporosis without current pathological fracture. Reported to cvs/caremark by pt/caregiver.